Manufacturer narrative:
This has an extremely rare occurrence and this type of failure is caused by use error of the product either when placing the device (over-rotation) and/or upon removing the device (under-rotation). Clinical innovations is trying to get more infomration regarding the incident.

Event description:
Hospital narrative translated to english: "in the last two weeks we had complications with the scalp electrode: -1x winding left with infection - 1x laceration of the skin after removing. In general we all have the impression that the scalp electrodes are very difficult to detach. It is for example after a caesarean section often not possible to remove the electrode by pulling apart the threads. The nurses also have the feeling that the spiral is longer than before. The lot number of these electrodes is 170347. We would like to receive your reaction to this. Can you also let us know if it is correct that the spiral is now longer than in the past? Do you have an instruction to remove correctly the scalp electrode? Maybe the customer can learn from that for the future"

Event description:
Hopsital narrative translated to english: "in the last two weeks we had complications with the scalp electrode : - 1x windings left with infection - 1x laceration of the skin after removing. In general we all have the impression that the scalp electrodes are very difficult to detach. It is for example after a caesarean section often not possible to remove the electrode by pulling apart the threads. The nurses also have the feeling that the spiral is longer than before. The lot number of these electrodes is 170347. We would like to receive your reaction to this. Can you also let us know if it is correct that the spiral is now longer than in the past? Do you have an instruction to remove correctly the scalp electrode? Maybe the customer can learn from that for the future."

Manufacturer narrative:
Clinical innovations was unable to obtain additional information regarding this incident to further evaluate the cause.